Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit can not read.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit can not read. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed a comprehensive check and found the unit to be ok. Also, the fault table was found to be ok as well. The fse was unable to reproduce the failure reported. The fse then left the unit pumping overnight and stated that it was then safe for use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.